Event description:
It was reported that the infuser rapidly infuses a half unit and then starts dripping slowly. It takes up to 10 minutes or more to infuse one unit of blood. No patient injury reported.